Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and stat padz were returned to zoll medical corporation and there was no indication of a device malfunction. Visual inspection of the returned pads found bubbling on the adhesive which is an indication of poor coupling. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Poor adherence and/or air under the electrodes can lead to the possibility of sparking/arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.